Manufacturer narrative:
A ventilator was reported to fail the internal leakage test in pre-use check. The rubber parts were cleaned and pc1781 board replaced. The ventilator passed the tests and the faulty board was sent back for further investigation. The returned board was mounted in a reference ventilator and the pre-use check fail could not be reproduced. Further investigation showed some dirt on the pressure sensor. A defect pressure transducer may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The fail in pre-use check was most likely due to dirt on the sensor that made the pressure measurement unreliable.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref#: (B)(4).